Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing soreness, drainage, and inflammation at the lead and pocket site. The physician believed that the symptoms were not device or procedure related but believed that the patient¿s body was just rejecting the implant. The patient was given oral antibiotics but the symptoms persisted. The patient underwent an explant procedure and the physician washed out the site well. The patient was doing well following the procedure.